Event description:
On (B)(6) 2011, the mother of case (B)(6) reported that on (B)(6) 2011, her daughter was admitted to the hospital with an abscess of the left breast as a complication to mastitis. Case (B)(6) was hospitalized from (B)(6) 2011. She received antibiotics for the infection and lancing of the abscess under general anesthesia.

Manufacturer narrative:
On (B)(6) 2011, client (B)(6)'s first call to request inner breast cups, as she put the inner breast cups in the dishwasher where the parts were melted. Baby is (B)(6), nursing well. Client (B)(6) reports that she really likes the pump. Cs2 sent new tubing kit and inner breast cups. On (B)(6) 2011, client (B)(6)'s lactation consultant (lc) called expressing concern regarding a blocked duct. She doesn't know if it is from the pump or not. Cs2 discussed dial settings and device assembly. Cs2 recommended speaking to our simplisse lc. Client (B)(6) will call if she wants to speak to our lc. Client reported that the new parts she received are working. On (B)(6) 2011, client (B)(6)'s mother called cs2 and said she purchased the electric breast pump for her daughter. The mother reported that client (B)(6) was unable to express any milk out and she developed mastitis.